Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no pocket was failed to close. A field service engineer remoted into the station and did not identify any failed storage spaces and verified these findings with the floor staff and contacted pharmacy, and the pharmacy staff also confirmed that there were no issues with the pyxis system. The cubie had already been recovered by onsite staff prior to any further intervention, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket failed to close, was unrecoverable, and displayed an error indicating that maintenance was required. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.